Event description:
The account reported the right foot side rail will not latch in the up position. The bed was located in the maintenance shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The technician found the right foot side rail was worn most likely due to normal wear and tear. Per the hill-rom user manual, annual preventive maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features, including but not limited to side rail latching mechanism. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right foot side rail to resolve the issue. Based on this information, no further action is required.